Event description:
It was reported that the patient experienced minor recurring incontinence with his artificial urinary sphincter (aus) device. The aus device had been placed in a distal location and not on the bulbous urethra. During the procedure, the physician observed minor evidence of erosion on the urethra. The aus device was explanted, and a new device was implanted on the bulbous urethra. Cystoscopy confirmed good coaptation was achieved with the new device. There were no further patient complications.